Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some key on keyboard was not working. A technical support specialist dialed into the station and reinstalled the keyboard driver as per ka (es - letter "p" and "u" not working on the keyboard). The station was then rebooted, and functionality was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower some of the keys on the keyboard was not working. User tried rebooting the system, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.